Event description:
Healthcare professional reported rupture, pain and capsular contracture, baker grade IV. Device status is unknown. This record relates to an unknown side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture, rupture.

Event description:
Healthcare professional reported device remains implanted.